Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was over delivering. Customer¿s blood glucose level was 35 mg/dl. The customer reported low blood glucose as past event. The insulin pump was not exposed to strong magnetic fields. Customer stated that the reservoir and infusion set was well connected and there was no leaking. The device will not be returned for analysis.